Event description:
It was reported that the patient¿s lead was repositioned on (B)(6)-2010. It was noted that the patient was experiencing ¿tenderness¿ at the lead sight. It was further noted that about a week later, the patient¿s implantable neurostimulator (ins) and leads were explanted due to an infection at the incision site. It was noted that the patient¿s symptoms included ¿red puffiness¿ and ¿pus drainage at the incision site.¿ it was further noted that the patient recovered without sequelae.

Manufacturer narrative:
Product ID 3776-45, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2010-(B)(6), product type lead product ID 3776-45, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2010-(B)(6), product type lead product ID 3776-45, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2010-(B)(6), product type lead product ID 3776-45, serial# (B)(4), implanted: 2008-(B)(6), explanted: 2010-(B)(6), product type lead product ID 37752, serial# (B)(4), implanted: 2008-(B)(6), product type recharger product ID 37743, serial# (B)(4), implanted: 2008-(B)(6), (B)(4).